Manufacturer narrative:
Neither the device nor any images were available for evaluation. A revision was performed to replace si-lok ha lag screw for failure of fusion. It was stated that the surgeon removed the prior instrumentation that included 3 screws and attempted to place si-lok ha lag screw, 12mmx40mm screw, and found it difficult to progress and snapped the tip of the driver. Subsequently, the surgeon decided to use 10mm screws instead of 12mm. The case was completed without further incidents. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace a si-lok ha lag screw due to a fusion failure post operatively.